Event description:
Pt contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the pt was revised to address pain. The revision operative report states that the pt had significant brown staining of the surrounding synovium and significant chronic granulomatous type of reaction going down towards the inferior regions.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.